Manufacturer narrative:
The pump passed the following test: displacement test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test, active current measurement, sleep current measurement and self-test. All buttons function properly. No failed battery test noted during testing. No unexpected alarms/alert/anomalies noted during testing. Pump was cut open to perform visual inspection and moisture damage was found on pcba 1 and pcba 2. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. No power related alarms or alerts were found in adapt on event date or seven days prior. No abnormal rewind anomalies were, or alarms were noted during testing. Motor was tested outside of the device and passed. P-cap was attached and lock into place properly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case, battery tube threads - cracked and label damage (stained and faded serial number label and faded end cap address label). Rewind anomaly was not confirmed. Keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. Charge/battery lasts less than expected not confirmed. Failed battery test not confirmed. Unable to confirm battery cap cracked/damaged due to receiving pump with no battery cap. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced rewind anomaly, keypad/button unresponsive/button error, charge/battery lasts less than expected, battery cap cracked/damaged, failed batt test, possible temporary vent blockage. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, mmt-975a. Troubleshooting was declined by the customer. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk. No product return is required for mmt-975a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.